Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Medical devices: item number: unknown, item name: unknown rx90 cup, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09258 ; 0001825034 - 2018 - 09260; 0001825034 - 2018 - 09261. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision on an unknown date for unknown reasons. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.